Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it passed. A pairing test was performed and passed. Functional testing was performed and there was no failure detected. Previously, data was provided for evaluation. The reported event of patient reported no readings was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient reported no readings occurred. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported event of no reading was confirmed via data review by the findings of a signal loss. A root cause could not be determined.